Manufacturer narrative:
Concomitant medical products: ipg implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a high number of short v-v intervals and that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The ra and rv leads remains in use. No patient complications have been reported as a result of this event.